Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the reported device was received for evaluation. A visual inspection revealed that no visual or cosmetic defects were found. The warranty seal was untouched and intact. A functional evaluation found that the unit showed no ablation led. It is also confirmed that no ablation is possible. After powering up the device it showed an ablate setpoint screen. After opening the controller, it was seen that the thermal sensors are loose. The mainboard does not provide any output voltage. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an impact event to the device inconsistent with normal use, causing components to become loose inside the unit. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an ent procedure, the coblator ii controller had no yellow led light on the console and no ablation occurred. The procedure was completed with a surgical delay greater than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).